Manufacturer narrative:
(B)(4): cartridge pan. The analysis results found that the tr35b reload received with the pan dislodged and fully loaded with staples. No functional test was performed due to the condition of the reload. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the metal piece of the cartridge fell off and the cartridge fell out of the device prior to firing the device. Another reload was pulled to complete the case with no patient consequence.